Event description:
Additional information received from a healthcare provider (hcp) reported that x-rays were performed and showed that the leads were in the appropriate position. There was no lead fracture seen on the x-ray. No actions or interventions had been taken yet to resolve the issue; therefore the device issue had not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that the patient was feeling a change in stimulation coverage after a fall. The patient had been wrestling with her daughter, lost her footing, and fell. Programming was performed to optimize stimulation. The battery and impedances were checked and 3 electrodes were out of range. X-rays were ordered by the physician. Pending x-ray results, a lead revision may be scheduled. The issue was not resolved at the time and the patient was alive with no injury. Relevant medical history included failed back surgery syndrome. Follow-up was performed to determine what the results of the x-ray were, if any intervention was planned, and if the issue was resolved. This event will be updated if additional information is received.